Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose (bg) level was "high"; specific value not provided. Customer delivered a correction bolus via the pump to address bg. Customer reverted to an alternate method of insulin therapy.